Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns are unknown. An online obituary indicated that the patient passed away at home surrounded by her loving family. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
Further follow-up with the funeral home identified that the cause of death was listed as acute bowel obstruction secondary to cerebral palsy. The patient was cremated and the explanted device was discarded.